Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) defibrillation lead exhibited variable shock impedance measurements up to greater than 125 ohms. Programming and troubleshooting options were discussed. This would be further discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.